Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed upstream test. There was no patient involvement and no patient harm was reported.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally tested but the customer reported complaint was unable to be confirmed. The device passed three different occlusion tests. The device software was updated to the latest version and reset to standard configuration. The downstream and upstream occlusion sensors were recalibrated. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.